Manufacturer narrative:
The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed tool damage to the electrode near the array. This is believed to have occurred during revision surgery. Photographic imaging inspection confirmed cut electrode wires near the array. This is believed to have occurred during revision surgery. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed some of the electrical tests performed. The device passed some of the mechanical test performed. The failure of this device is attributed to a short from a power node to the case ground at the analog chip. It is believed that electrostatic discharge (esd) led to an overload voltage, damaging structures on case ground node inside the analog integrated circuit. This ultimately caused the device to cease functioning. A corrective action was implemented. In addition, this device had nitrogen that exceeded the residual gas test (rga) limit. Based on an assessment of the rga test data, it is determined that this device non-hermetic. Due to the presence of moisture getter, no signs of moisture were observed. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Additional information: sections d.9 & e.1 disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced loss of lock following an electrostatic discharge event. External equipment was exchanged and programming adjustments were made, however, the issue did not resolve. The recipient's device was explanted.